Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient did not feel spasticity was controlled quite as well. The cause of the inability to aspirate the catheter was not determined as surgery had not occurred. The revision has not been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type :catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen 1000 mcg; 163 mcg/ day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2018. It was reported the patient underwent normal replacement of pump and catheter on (B)(6) 2018. The patient experienced a decline in efficacy after the replacement. The patient was originally on a very low dose of 50 mcg per day prior to the replacement. Over the course of months since april the hcp had been titrating the dose up and the patient was on a dose of 163 mcg/day. Some of the increases helped temporarily but the patient would revert to baseline in a few days. A dye study was performed (B)(6) 2018. The catheter did not aspirate and was the probable cause of why titrating the dose up did not help. The patient will be referred for a catheter revision. Surgical intervention was planned but not yet scheduled. No environmental/external/patient factors may have led or contributed to the issue. The issue was not resolved, and patient status was alive - no injury. Patient weight was (B)(6). No further complications were reported.